Event description:
This is a report of a patient who alleged that the heater bag/fluid was too hot during peritoneal dialysis (pd) therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device manufacture date was unknown day in august 2012. The device was not returned for evaluation. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.